Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the reported information the patient developed capsular contracture and experienced deflation. During evaluation of the device, a crease was found on the posterior view. Additionally, a tear within the crease measuring approximately 0.1 cm was noted. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the rupture and crease mentioned above were caused by the stress occasioned to the shell by the capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The implant date was clarified. The device was placed on (B)(6) 2011. The serial number was obtained. The device serial number is (B)(4). When the device was explanted, bilateral prosthesis replacement with mentor smooth round moderate plus profile 425cc saline prostheses was performed. Additional information was received on (B)(6)2019. In addition to the issues reported initially, bilateral baker grade IV capsular contracture was also noted. Patient code 1994 initially submitted is not longer applicable. Breast capsules were sent to pathology, results, unknown. Contralateral prosthesis report number is (B)(4)manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round moderate plus profile 425cc saline prosthesis, catalog #3502425, lot #6404717. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 425cc saline prosthesis experienced spontaneous left sided deflation post procedure. The deflation was accompanied by pain, and the capsule was reported to be riding high. The patient received a medical diagnosis for the deflation. As a result, the device was explanted on (B)(6) 2019.